Manufacturer narrative:
(B)(4). Additional information received: the product code reported, ep503, is not a valid code, did you mean eps03: yes. Please describe what was required/done to locate a remove the broken tip from the patient. N/a. What was the condition of the patient following the procedure stable, discharged, critical please explain: as usual. No issue.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested: \please describe what was required/done to locate a remove the broken tip from the patient. What was the condition of the patient following the procedure ¿ stable, discharged, critical ¿ please explain.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the tip of the device broke off, fell into the patient and was retrieved. It is unknown how the procedure was completed. There was no adverse consequence to the patient.